Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Device was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During an intertrochanteric fracture procedure, the compression nut cross-threaded on the screw inserter/extractor and the surgeon was unable to advance the lag screw any further. Although the lag screw could not be advanced further, the surgeon was satisfied with its placement.